Manufacturer narrative:
(B)(4). The customer did not retain the lot number which determines the date of manufacture.

Event description:
The customer reported that prior to use on a patient, while checking the cuff of the endotracheal tube, an air leak in the cuff was observed. No patient involvement.

Manufacturer narrative:
Covidien/medtronic reference number: (B)(4). The failure mode, cuff won't inflate, was confirmed. All manufacturing controls were found acceptable and effective to detect the reported failure mode. The confirmed failure (cut/tear in cuff) would have been detected during the 100 percent inflation/deflation test. The cut in cuff condition found in the received sample is not confirmed as related to manufacturing process.